Event description:
While preparing instruments for a case, the reprocessed trocar was opened by the nurse into a sterile basin. The instrument had 2 sterile wrappers. The nurse removed one wrapper when placing it in the basin. The or tech removed the trocar parts from the inner sterile wrapper and put the pieces together. The tech noticed a small amount of dried blood inside the plastic tip of the trocar . The trocar was removed from the table and saved. Two of the same size trocars were opened at the same time. It was unable to be determined which package this trocar came from. Both packages were saved. The surgical case had not yet started at the time of this discovery.